Manufacturer narrative:
It was discovered on 4/29/2020, that statement "a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted." Was erroneously submitted in initial report. Correct statement should be "since no lot number was provided, no manufacturing record evaluation review could be performed.". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast reconstruction revision surgery with a 550cc mentor memorygel breast implant experienced right sided anisomastia post procedure. As a result, patient had an explantation on (B)(6) 2020.